Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported clip opening while locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip opened post deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. The patient returned at a later date with the mr increased to 4. A second procedure was performed on (B)(6) 2021. During preparation of the clip delivery system (cds), the clip could not be inverted therefore the device was not used. The second clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip appeared to be opened more than the previously implanted clip. The procedure was concluded with the mr reduced to 2. The atrial septal defect was closed with an occluder. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.